Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad for unresponsive power button. A review of the device history record for (B)(6) was performed from date of manufacture 05/02/2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device won't turn on / off. There was no patient involvement.